Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have a broken conductor wire at the yaw pulley on the distal end. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No pieces were missing. The instrument was found to have a broken bipolar yaw pulley. Broken pieces were missing as a result of breakage. The size of the missing piece was approximately 0.078 x 0.133. No signs of thermal damage were observed. This failure is typically associated with mishandling/misuse, such as excess force applied to the distal end of the instrument.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the pk dissecting forceps was found to have a loose cable. A backup instrument of the same kind was used to complete the procedure. The procedure was completed with no reported injury.